Manufacturer narrative:
No product was returned for this complaint and a valid serial/lot number was not provided. Dhrs for all freestyle libre pro sensor kits within expiration at the time of complaint and the DHR review showed no there were no deviations from the validated manufacturing process and no issues were identified.

Event description:
An adc sales representative reported that a customer experienced an infection with use of the adc freestyle libre sensor. The reported sensor was worn for 9 days and upon removal a rash was observed at the sensor site. It was noted that the patient "had dermatitis due to adhesive, local infection on arm, and subcutaneous tissue right below surface of the arm". Customer was prescribed unspecified oral antibiotics for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adc sales representative reported that a customer experienced an infection with use of the adc freestyle libre sensor. The reported sensor was worn for 9 days and upon removal a rash was observed at the sensor site. It was noted that the patient "had dermatitis due to adhesive, local infection on arm, and subcutaneous tissue right below surface of the arm". Customer was prescribed unspecified oral antibiotics for treatment. There was no report of death or permanent injury associated with this event.